Manufacturer narrative:
(B)(4). Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with cracked display window and cracked reservoir tube lip.

Event description:
Customer reported the insulin pump had a deep gouge on the screen. Customer's blood glucose was 128 mg/dl. Customer was cutting the grass and the device fell. Customer was advised to discontinue use of the device and revert to back up plan. No further info reported.